Manufacturer narrative:
The permanent cautery hook instrument will not be returned to isi for failure analysis evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci assisted low anterior resection procedure, it was alleged that the tip of the permanent cautery hook instrument broke off and fell inside the patient. Although, the broken fragment was retrieved and no patient harm, adverse outcome or injury was reported, it is unknown what caused the instrument breakage. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported that during a da vinci assisted low anterior resection procedure, the tip of the permanent cautery hook instrument broke off and fell into the patient. The surgeon was able to retrieve the fragment from the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.